Manufacturer narrative:
The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance . After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.